Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and led to pump shutdown, and customer¿s blood glucose level rose to a high value that was not specifically known. Customer gave a correction dose using pump and also used injections, did not need help from another person. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.